Event description:
It was reported that the superior vena cava (svc) lead dislodged into the patient's internal jugular vein. The lead was explanted. No patient complications have been reported as a result of this event.